Event description:
It has been reported to philips that during a hepatic artery embolization procedure the system was shut down and could not be used. The procedure was aborted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Add MFR narr: philips has investigated the reported problem. According to the additional information collected, the system was unable to perform x-ray imaging. Consequently, the procedure was stopped. The patient was transferred to another hospital for treatment. A philips service engineer inspected the system on site and analyzed the log file. The log file showed imaging disk errors of the ippc (image processing pc). When the ippc fails, x-ray will not be possible. A restart of the system did not resolve the issue. Several user messages were prompted indicating problems with x-ray and image storage. The philips engineer replaced the ippc and installed the operating system software and the system was returned to use in good working order. Corr data: coding updated based on investigation outcome.